Event description:
A report was received that the patient was unable to charge the ipg and underwent an ipg replacement procedure. The physician presumed the charging issue was due to another procedure where diathermy was used.

Manufacturer narrative:
Additional information was received that the other procedure was not device related. The complaint was not confirmed. The returned ipg passed all required tests performed and exhibits normal device characteristics.

Event description:
A report was received that the patient was unable to charge the ipg and underwent an ipg replacement procedure. The physician presumed the charging issue was due to another procedure where diathermy was used.